Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("I had this thing removed") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removed). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4). Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had this thing removed/you had your surgery same time as me') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced procedural pain ("cause sharp pains") and alopecia ("hair regrowth/finally have longer thick hair") and was found to have weight decreased ("lost weight"). The patient was treated with biotin and surgery (essure removal surgery). Essure was removed. At the time of the report, the medical device removal, procedural pain and weight decreased outcome was unknown and the alopecia had resolved. The reporter considered alopecia, medical device removal, procedural pain and weight decreased to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal, postoperative pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: event was added- lost weight and hair regrowth/finally have longer thick hair. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had this thing removed/you had your surgery same time as me') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced procedural pain ("cause sharp pains") and alopecia ("hair regrowth/finally have longer thick hair") and was found to have weight decreased ("lost weight"). The patient was treated with biotin and surgery (essure removal surgery). Essure was removed. At the time of the report, the medical device removal, procedural pain and weight decreased outcome was unknown and the alopecia had resolved. The reporter considered alopecia, medical device removal, procedural pain and weight decreased to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal, postoperative pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-feb-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("I had this thing removed") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removed). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: cross referenced with plaintiff case number: (B)(4). Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-oct-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had this thing removed/you had your surgery same time as me') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced procedural pain ("cause sharp pains"). The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the medical device removal and procedural pain outcome was unknown. The reporter considered medical device removal and procedural pain to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal, postoperative pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: pfs received (social media): new event cause sharp pains added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had this thing removed/you had your surgery same time as me') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced procedural pain ("cause sharp pains") and alopecia ("hair regrowth/finally have longer thick hair") and was found to have weight decreased ("lost weight"). The patient was treated with biotin and surgery (essure removal surgery). Essure was removed. At the time of the report, the medical device removal, procedural pain and weight decreased outcome was unknown and the alopecia had resolved. The reporter considered alopecia, medical device removal, procedural pain and weight decreased to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal, postoperative pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: event was added- lost weight and hair regrowth/finally have longer thick hair. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.